Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a seizure following revision surgery. It is believed the seizures are likely to do with anesthetic, as well as stress. The recipient was hospitalized for 9 days.